Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was observed to be loose and bent, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.